Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the connection port between the catheter interface (ci) cable and the catheter could not be clipped in place, creating a loose connection. Intermittent signals were observed, and slight movements of the catheter handle caused the cable to disconnect, creating noise and signal issues. Several new ci cables were tried, but the issue persisted. At the end of the procedure, white or transparent material was observed in the catheter-cable connection slot, and a picture was taken. Despite these issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.